Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the difficulty to remove the closure device could not be confirmed based on the returned condition of the returned device and the reported difficulties could not be replicated in a testing environment. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other incidents for difficult to remove closure device reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a mildly scarred right common femoral artery was attempted using a proglide device was 7fr sheath after a percutaneous coronary intervention procedure. Reportedly, the suture was successfully deployed; however, the proglide device was difficult to remove from the arteriotomy. The physician used force to remove the device resulting in vessel damage. A non-abbott covered stent was used to treat the vessel at the access site and hemostasis was surgically achieved. The patient is reported to be doing fine with no adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report, a maude event report (voluntary report #(B)(4)) was received containing the following information: "the event description states: volun (B)(6) 2014: pt presented for cardiac catheterization for exertional chest pain concerning for possible cad progression. The procedure went well with access via the right femoral artery. At the conclusion of the case, a percutaneous closure device was fired, but remained stuck and could not be removed. Vascular surgery was consulted who removed the device and immediately sealed the artery with a graft stent. An angiogram showed good runoff via superficial femoral artery and profunda with no extravasation. The pt was discharged home the following day." No additional information was provided.